Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated event description. H6: added health effect-imapct code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing: a real-world analysis to evaluate the clinical outcomes of patients requiring anterior reconstruction of the cervical, thoracic, or lumbar spine with the synmesh cage. Analysis years were from 2017 ¿ 2020. Adverse events were as follows: (B)(4) incidences of neurological deficit, two required revision (B)(4) instances of infection (B)(4) instances of loss of fixation, three required revision (B)(4) instances of nonunion, four required revision (B)(4) instances of cardiovascular complication (B)(4) instances of proximal junctional kyphosis, four required revision (B)(4) incidences of wound dehiscence (B)(4) instances of vascular complications (B)(4) incidences of pulmonary complications (B)(4) incidences of adjacent compression fracture (B)(4) incidences of adjacent segment disease (B)(4) incidence of pulmonary embolism (B)(4) incidence of vascular thrombosis (B)(4) incidence of screw loosening (B)(4) incidences of hook pull-out (B)(4) incidence of myelopathy (B)(4) incidence of screw breakage (B)(4) incidence of hematoma (B)(4) incidence of screw migration (B)(4) incidence of csf leak (B)(4) incidence of thrombosis (B)(4) incidence of posterior rod fracture (B)(4) incidence of meningeal injury (B)(4) incidence of inadequate deformity correction, one required revision. Bilateral rod fractures documented in cer were not depuy-synthes rods. There were two broken buried screws in l5 and s1. This report involves one unk - spine screw. This is report 3 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing: a real-world analysis to evaluate the clinical outcomes of patients requiring anterior reconstruction of the cervical, thoracic, or lumbar spine with the synmesh cage. Analysis years were from 2017 ¿ 2020. Adverse events were as follows: 34 incidences of neurological defict. 8 instances of infection. 8 instances of loss of fixation. 8 instances of nonunion. 6 instances of cardiovascular complication. 4 instances of proximal junctional kyphosis. 3 incidences of wound dehiscence. 2 instances of vascular complications. 2 incidences of pulmonary complications. 2 incidences of adjacent compression fracture. 2 incidences of adjacent segment disease. 1 incidence of pulmonary embolism. 1 incidence of vascular thrombosis. 1 incidence of screw loosening. 2 incidences of hook pull-out. 1 incidence of myelopathy. 1 incidence of screw breakage. 1 incidence of hematoma. 1 incidence of screw migration. 1 incidence of csf leak. 1 incidence of thrombosis. 1 incidence of posterior rod fracture. 1 incidence of meningeal injury. 1 incidence of inadequate deformity correction. Bilateral rod fractures documented above were not depuy-synthes rods. There were two broken buried screws in l5 and s1. This report involves one unk - spine screw. This is report 3 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. 510k: this report is for an unk - screws: spine-us/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing: a real-world analysis to evaluate the clinical outcomes of patients requiring anterior reconstruction of the cervical, thoracic, or lumbar spine with the synmesh cage. This report is for one (1) unk - screws: spine-us. This is report 3 of 4 for complaint (B)(4).